Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was unknown. Customer advised they tried their old sensor and a new sensor however the sensor anomaly remained unresolved. Troubleshooting for sensor error alert was performed. Customer advised they did not properly calibrate their sensor which resulted in the sensor error alarm. Customer disconnected the sensor and realized a part of the product was missing. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.